Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported impedances were off during the procedure. It was noted that the product was never implanted and would be returned. It was logged the product was replaced by a medtronic product. It was reported there were high impedance on electrodes 5, 7, 9, 11, 12 and this led to different product being used. It was logged the diagnostic testing and troubleshooting performed was impedance testing and reprogramming. It was noted the issue was resolved and the cause of the issue was not determined. It was logged the patient status at the time of report was alive with no injury, and there were no patient symptoms or complications associated with this event.

Event description:
Analysis of the returned device was completed, evaluation completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.